Manufacturer narrative:
The cobas 8000 - cobas e 602 module serial number was (B)(6). The field service engineer determined there was a calibration issue. The customer replaced the reagent pack and performed calibration and qc that were acceptable. The investigation is ongoing.

Event description:
There was an allegation of questionable tsh results from the cobas 8000 - cobas e 602 module. The initial result was 0.2 miu/ml and was reported outside of the laboratory. The physician did not agree with the result. A week later, the repeat result from the same sample was 1.87 miu/ml. Neither result was believed to be correct.

Manufacturer narrative:
The investigation did not identify a product problem. The cause of the event could not be determined.